Event description:
While prepping the device in saline, it appeared that the second basket would not retract properly. Manual manipulation was tried but it still wouldn't retract. A new device was used, and was fine.